Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device was broken and not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had loose bearings, which was not allowing insertion of the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings, which is from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.